Event description:
Philips received a complaint on the dfm100 device indicating that the ECG wave is abnormal. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) conducted an onsite evaluation of the device. It was concluded that the abnormal ECG wave resulted from the unit's repeated use of the patches. Additionally, re-education and awareness training were provided to the user. The device will remain at the customer's site as no further evaluation is necessary at this moment.